Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance lab for further investigation. The root cause was found to be consistent with program corruption of the u3 flash on the system board.